Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer pfo occluder was selected for implant. During the implant procedure, while deploying the device, there was a large distance between both discs. Attempts were made to reposition the device, but were unsuccessful. The device was removed and replaced with a 25mm non-abbott device to resolve the event. The patient remained hemodynamically stable, but the procedure was extended due to the repositioning attempts. The patient is stable with no consequences. No additional information was provided.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10. The reported event of a large distance between the discs could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.